Event description:
A customer reported an a positive unit was tested on the galileo and came up as ab positive. Upon repeat testing the unit resulted a positive.

Manufacturer narrative:
A service call was made. Unit was tested and found to be operating within specifications. Per the galileo operator manual: forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or and rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history.